Event description:
It was reported that during preparation for a coronary stenting treatment procedure, a stent dislodgement occurred. When the stylet was being removed from the 3.50x20mm liberte' bare metal stent, the stent dislodged from the balloon. There was no pt contact with the device and the procedure was completed with another liberte' bare metal stent. No pt injuries or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
Device analysis found that the condition of the device was consistent with the complaint incident. A visual and microscopic examination of the device found the device was returned to the complaint investigation site with no stent attached to the stent delivery system (sds). The balloon was found to have the stent impression on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. There were kinks along the entire length of the hypotube. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The stent was returned separate from the sds. The stent length was 30mm and it was damaged throughout. The middle section of the stent was stretched and at one of the stent, the struts in rows 1 to 4 from the edge were bunched. A review of the manufacturing records found that the device met material, assembly and product specifications. The most probable root cause classification is handling damage as the complaint was caused by handling of the device without pt contact either during the clinical procedure or unpacking/preparation.